Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A maquet field service technician confirmed the problem and replaced 2 magnet valves one on cardio side and the other on the pt side of hcu30. The unit was cleaned and the shunt valves were re-seated. The device was tested to factory specs, passed and returned to service. A supplemental medwatch will be submitted if new info becomes available.

Event description:
It was reported that the hoses on a hcu30 device were not draining completely after use. No pt involvement. Reference: (B)(4).